Event description:
It was reported that the asymptomatic patient presented to clinic with a device exhibiting non-sustained lead noise due to post-paced t-wave oversensing noted on a stored egm. The device was reprogrammed. Patient was fine following programming changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.